Manufacturer narrative:
Model number: 72404127, lot number: 1000172282, model description: control pump fgs iz. Model number: 72400024, lot number: 1000124950, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to urethral injury. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.